Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited corrosion found on the forceps channel port and objective lens, foreign material on the distal end, and peeling adhesive on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.